Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. Device assessed as satisfactory. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the ats4000 tourniquet machine was not able to maintain required pressure. Pressure was over the specified value. The surgery was delayed 1 - 15 minutes and an alternate device was available for use. There was no harm to the patient. No other information was provided. No adverse events were reported as a result of this malfunction.